Manufacturer narrative:
The reporter confirmed the device will not be returned to apollo for analysis. Device labeling addresses the reported event as follows: precautions: use caution when suturing near or around foreign objects. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngeal, colonic and/or esophageal perforation. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Users should be familiar with surgical procedures and techniques involving absorbable sutures before employing synthetic absorbable sutures for wound closure, as the risk of wound dehiscence may vary with the site of application and the suture material used.

Event description:
Reported as: during an endoscopic sleeve gastroplasty procedure, upon removing the helix from the tissue the physician noted a 20-25mm perforation high up distal to the gastro-oesophageal junction (goj). The physician believes the damage may have been caused by the overstitch needle body being in the 'open' position while they were trying to free the tissue helix from the tissue. Another helix was opened and interrupted sutures were placed to approximate the tissue and close the perforation, the entire site of the perforation was then over-sewn. The procedure was stopped after the repair and the patient was kept in under observation. Patient recovered acceptably and no further issues were noted.